Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A report received from medwatch, a patient had experienced higher order aberrations including halos, glare and starburst these symptoms have persisted and worsen in low-light conditions due to patient large pupil size in unknown eye of the patient after refractive surgery. Patient was advised to use glasses and over-the-counter drops, but these provided no improvement. Later he learned through his own research that scleral lenses can reduce higher-order aberrations. This outcome has caused lasting disability in his daily life.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. However, all product and batch history records are quality reviewed prior to product release. Not enough information was provided to properly complete an investigation. Therefore, the root cause of the reported event could not be identified. Additional information (such as clinical data, treatment reports, logfiles or device serial number) could not be obtained as the complaint was received via the medwatch program. Without the associated data, a deeper investigation cannot be performed. The manufacturer internal reference number is:(B)(4).